Event description:
The hill-rom technician reported that the ground pin had broken off the ac plug on this bed he found this bed in the bed shop, and there were no reported injuries. He replaced the ac plug and this resolved the ground loss.